Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A visual examination was conducted on 10 retained samples, and no damaged or cracked samples were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, the barrel was found to be cracked. No adverse impact was reported regarding the patient or user.